Event description:
It was reported to boston scientific corp that after a therapeutic hydrothermal ablation (hta) procedure, it was noticed that the sheath tubing had left a 1/2" red line on the pt's leg. The physician described it as, "very mild burn, no blistering". It is unk how the area was treated. The report indicated that the tubing was placed over the pt's legs but that it was believed that there was sufficient protection under the tubing in order to prevent thermal injury.

Manufacturer narrative:
The lot number of the device used is unk, consequently the device mfg and exp dates are unk. A prod analysis could not be performed because the prod was not returned for eval; as it was disposed of at the user facility. A ship history was performed for the reporting account and the reported upn. The ship history went back from the date of this event to 6 mos prior and resulted in two probable batches. A device history record (DHR) review was performed on both batches, and nothing relevant to this type of event was found. A batch search showed no other similar complaints reported against these numbers. A review of the labeling was performed, which includes the dfu/users manual. The users manual states in the warning and precautions that thermal injuries are a potential adverse event associated with hta. It also specifically states that the tubing should not be placed on the pt's leg or come in contact with the pt in any manner as it could result in thermal injury to the pt.